Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Test transmitter voltage was performed and passed (0.45 vdc). (B)(6) device pairing test: passed. Downloaded: passed. A review of the data/share logs was performed and a pairing failure was found within the investigation window. Finding related to complaint in cloud/share data: transmitter (B)(4) failed to pair on issue date. The allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.